Event description:
It was reported that surgeon suspected possible trunnionosis. Elevated cobalt chrome levels, soft tissue damage. Hip pain.

Manufacturer narrative:
The patient is (B)(6) in height. An event reporting trunnionosis and elevated cobalt chrome levels (altr) involving a v40 femoral metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "cannot confirm event description, no evidence of altr, need pathology report and readable x-rays". -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including pathology reports, readable x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that surgeon suspected possible trunnionosis. Elevated cobalt chrome levels, soft tissue damage. Hip pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event reporting trunnionosis and elevated cobalt chrome levels (altr) involving a v40 femoral metal head was reported. The event was not confirmed based on the medical review. The medical review indicated that "joint fluid levels of cobalt and chromium are not diagnostic and baseline levels in total hip arthroplasty fluid are not determined. One mildly elevated cobalt level in a patient with three metallic arthroplasties is not diagnostic of altr" method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: "there is no evidence this patient¿s clinical problems in her left total hip arthroplasty are not entirely due to trochanteric bursitis, which apparently persists after her total hip bearing exchange." -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including surgical hispathology reports and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that surgeon suspected possible trunnionosis. Elevated cobalt chrome levels, soft tissue damage. Hip pain.